Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-mar-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead wire broke and the therapy was off for a month prior ¿to 2019¿. The healthcare professional (hcp) did surgery in (B)(6) 2019 ((B)(6) 2019 per manufacturer¿s device registry) to replace the wire and to place the wire on the ¿right side nerve¿. The patient also provided a date for surgery as ¿3 weeks ago (B)(6)¿. On (B)(6) 2019, the staples were removed. There were no further complications reported or anticipated.